Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported at 8:11 am her son activated a new pod. Then she noticed the cannula had come out of the insulin site.